Event description:
Device #2 malfunction: unknown. Time of malfunction: unknown. Symptoms/ae: unknown. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the unspecified vessel after an unknown procedure. Reportedly, an unknown failure occurred with two different proglide devices in the same patient. It is unknown how hemostasis was achieved. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot #84032-6h is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.